Event description:
It was reported when using the bd vacutainer® standard yellow holder device experienced difficult/unable to pierce through stopper. This event occurred five times. "Barrel is gripping on the tubes when inserted into the barrel."

Manufacturer narrative:
Correction: g6: is combination product?: no. The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: investigation summary: bd received approximately 250 customer samples from the customer for evaluation. 30 of the samples were subjected to a functional test to observe for difficulty when using the holder. All samples passed the test with no issues being identified. Therefore, this complaint is not confirmed. A review of the device history record could not be completed as the batch number reported 0266374 appears inaccurate. Bd was unable to confirm/duplicate the customers reported failure mode with the samples provided. Based on investigation results, no root cause from manufacturing was identified as a contributor.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the bd vacutainer® standard yellow holder device experienced difficult/unable to pierce through stopper. This event occurred five times. "Barrel is gripping on the tubes when inserted into the barrel."